Event description:
It was reported that during a gastric bypass procedure, the device functioned properly and a leak test was confirmed there was no leak. The surgeon mentioned that the device felt good and worked good and everything went well during the case. The surgeon over sews all staple lines with endostitch however the surgeon does not sew the remnant side. The patient was taken back to surgery for a reoperation and drains were placed. During the reoperation the staple line was noticed to have come apart, some staple lines did not have the usual zipper formation. The patient is still in the ICU, intensive care unit. The device was discarded. On what tissue type was the device used? At what location on the tissue? Unknown. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. If echelon, during which stroke did the event occur? Na. What color cartridge was being used? Asku. What other color cartridges were used before and after this event? Unknown. Was buttressing material utilized? Unknown. Was the instrument fired across or near an existing staple line or clip? Unknown. Were any unexpected noises heard? Unknown. Were any of the forces higher or lower than expected? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The surgeon stated the device functioned properly and felt good.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional follow up: three days post-op the female patient approximately (B)(6) was returned to the or due to sepsis. According to the op report the staple line dehisced on the remnant side upon evidence during the re op. According to the rep when speaking with the surgeon he was unsure if it was related to the stapler or not. There were no issues identified intra operatively. The device was not saved. The patient has been on a ventilator since the event (as of (B)(6) 2012). A supplemental report will be sent upon receipt of further detail.